Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to wear, and tear caused by extended usage in the field.

Event description:
On 11/24/2023, it was reported by an arthrex subsidiary employee via (B)(4), that an ar-6410 main pump tubing stopped working and the pump did not do its job correctly, causing the irrigation pressure to increase. This occurred during a case. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.